Event description:
After (B)(6) injection - no reaction. After (B)(6) - swelling above & behind knee. On (B)(6) increased swelling from thigh down. On (B)(6) - increased swelling of leg - took ibuprofen 400mg - 600mg every 6 hours. On (B)(6) - hives began across chest & torso & a little on legs; throat was scratchy - pt called md & he recommended benadryl & ibuprofen. Dose: 16 mg. Frequency: weekly x 3. Route: intra-articular. Dates of use: (B)(6) 2010. Diagnosis or reason for use: general osteoarthrosis. Event abated after use: yes.